Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the subclavical artery. A 6.0mmx30mmx135cm (4f) sterling¿ balloon was used to dilate the target lesion. Upon withdrawal, the physician found that the balloon was stuck in the guiding catheter and could not be withdrawn. The physician withdrew the guiding catheter together with the balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded with the balloon folds present. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination inspection revealed no damage or irregularities to the balloon. Functional testing was performed by attaching an inflation device filled with water to the device. The device was inflated to the rated burst pressure and the catheter maintained constant pressure with no indication of any leaks or other irregularities. Functional testing attempted by loading the sterling catheter through a mach1 guide catheter; however, the sterling catheter was unable to advance through the guide catheter due to the balloon being loosely folded with contrast/blood and not in the as manufactured condition. Rewrap of the balloon was attempted; however, the device was still unable to be advanced through the guide catheter. Inspection of device presented no other damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the subclavical artery. A 6.0mmx30mmx135cm (4f) sterling balloon was used to dilate the target lesion. Upon withdrawal, the physician found that the balloon was stuck in the guiding catheter and could not be withdrawn. The physician withdrew the guiding catheter together with the balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).